Manufacturer narrative:
(B)(4) sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history. (B)(4)

Event description:
It was reported the patient experienced uncomfortable right leg overstimulation when standing. Multiple reprogramming did not resolve the issue. The patient's scs system was subsequently explanted due to ineffective stimulation as the patient had stopped using stimulation as frequently due to the issue.